Event description:
During a lapcnoly procedure, there was unstable pressure and flow rate readings. The patients aorta (in the stomach) was knicked. Patient lost a lost of blood and ended up in intensive care. It was necessary to finish the procedure with an open procedure. Hospital has not yet returned the product for evaluation. According to hospital employee, risk management has decided not to return the product to the manufacturer.